Event description:
It was reported that the pt presented with tass post lens implantation. This event is one of 3 cases reported from the same facility involving lenses implanted on the same day. The reporter indicated that one of the three pts underwent corneal transplant, and the other two pts may need corneal transplant as well. Add'l info has been requested but no new info has been provided.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.